Event description:
The customer reported display will not light up at all, and that the unit detached from the stand. The customer reported that the unit was not in use on a patient at the time of the reported event. There was no report of patient or user harm. The unit detaching from the stand will be documented on a separate complaint record. The authorized service personnel (asp) contacted product support and requested the quote to go to the customer for approval. Product support recommended 2nd generation user interface assembly, central processing unit tray cover, base assembly, and thumbscrews.

Manufacturer narrative:
H10: the customer has subsequently reported that they have placed an order for parts and that the parts are delayed. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/30/2022, 10/05/2022 and 10/11/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.